Event description:
On 5/15/91, rptr had removal of silastic implants with replacement using this co's implants. Problems suspected or noted: capsular contractures, possible silicone leakage, arthritis symptoms in hands, feet, elbows, shoulders and back, extreme fatigue, left arm shaking on exertion, hand finger and feet swelling, breast tenderness, general aching with stiffness, visible implant wrinkles, implant migration, edema of hands and feet, loss of strength with pain in back, left arm, hand and left shoulder, and numbness in fingers of left hand. (Same rptr referred to in 1000195 and 1000196.)